Event description:
It was reported that the scale markings on the bd luer-lok¿ tip syringe were found to be misaligned and too low during use. The following information was provided by the initial reporter: "during priming, the physician noted that the markings on syringe in the eylea unit were not lined up properly and were too low so that syringe and needle were not used."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: five photos were provided to our quality team for investigation. Through visual inspection, it is observed that the scale was severely misplaced and one of the flanges on the syringe was bent. The observed conditions were non-conforming per product specification. Potential root cause for the incorrect volumetric and damage to the flange is associated with the marking process. It most likely bent flanges cause processing issue under the printing pad wheel resulting in the scale defect observed. As corrective actions, a sensor that detects bent flanges was added to the printing machine, this sensor will stop the machine and reject the affected product upon start-up. A device history record review was completed for provided lot number 9112918. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.